Event description:
On (B)(6) 2013, the distributer contacted animas and reported an issue with the pump. The pump reportedly did not emit an alarm. The patient's blood glucose reportedly elevated; no bg values were reported. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).